Manufacturer narrative:
Eval: c hook.

Event description:
It was reported by service report that the c-hook is cracked and a sharp edge is exposed. No patient involvement or adverse consequences were reported.